Manufacturer narrative:
Hamilton medical ag case number is (B)(6). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag because the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, broke off when the cuff pressure tube got removed from the device by the nurse. This occurrence was noticed during the pre-operational check. Whether alarms were triggered was not reported. The intellicuff is a handheld device to be used in combination with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the investigation confirmed that the root cause of this incident was a defective connector of the intellicuff pneumatic cuff. Due to a crack in the cuff the pressure in the balloon could not be maintained. The user exchanged the defective device. In this case there was no patient involvement but since the device had to be exchanged and the incident could have led to a deterioration of the patient's health the case was assessed reportable. There was no patient harm.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag because the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, broke off when the cuff pressure tube got removed from the device by the nurse. This occurrence was noticed during the pre-operational check. Whether alarms were triggered was not reported. The intellicuff is a handheld device to be used in combination with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag because the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, broke off when the cuff pressure tube got removed from the device by the nurse. This occurrence was noticed during the pre-operational check. Whether alarms were triggered was not reported. The intellicuff is a handheld device to be used in combination with a ventilator device. The ventilator device log files (service log, error log, event log) were not provided to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.